Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 4 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. The meter has also been requested but has not been returned at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.